Event description:
The surgeon reported that his patient who was post cardiac surgery and diabetic had an open laparostomy for an enterocutaneous fistula in 2007. Permacol was sutured to the fascia and the wound was closed. The patient underwent further surgery on ten days later, as the patient developed a bowel obstruction and wound dehiscence. Surgical intervention determined that the permacol had a tear through the center with bowel protruding through. The tear in the permacol was repaired with permanent suture and reinforced with additional permacol.

Manufacturer narrative:
Following a review of the device history record for 06b23-9, all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest and reason for potential product absorption, sterility or tensile strength concerns.